Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and duplicate the event, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to the use of a non-olympus lamp. The event can be detected/prevented by following the instructions for use which state: 6.2 lamp replacement warning ·do not replace the lamp immediately after the video system is turned off. The lamp will be hot, which may result in burns. Caution ·use only the olympus halogen lamp (md-151). To order a new lamp, contact olympus. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer called into olympus technical assistance center (tac) personnel to report his event. During the call, the customer noted that he had just replaced both bulbs on the lamp. The customer noted that he was using a xenon 100w 12v lamp in the subject device. Tac advised the customer that the units were only rated for a 150w 15v lamp. Tac then referred the customer to customer care to obtain the pricing for the correct lamps. The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that both the main and spare lamps on his olympus video system were not functioning during use. There was no patient harm reported from this event.